Event description:
Allegedly removed during the revision of another component. Low activity level. Original surgical and revision date unknown.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01501, 01502, 01504.